Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 38 x 4.00mm promus premier drug-eluting stent was advanced for treatment through an unknown guide catheter. However, while manipulating the stent inside the guide catheter, stent struts were broken. The device was removed and no patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 4.00 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the proximal to mid stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A media was received which contained 32 series of angiographic images, dated (B)(6) 2020. A guide catheter was in position at the lm ostium and contrast flow assessment of the left main arteries showed views of the lad, lcx and ramus coronary arteries. Following series show flow contrast assessment of rca with the distal end of the guidecatheter positioned at the ostium of rca and a lesion site was identified as a no visible flow region in the proximal rca. A guidewire is seen placed trough rca and pre dilations are seen being carried out of the lesion site with a single markerband balloon initially followed by a double markerband balloon and again a single markerband balloon. A stent is seen placed and deployed at the lesion site followed by post dilations being carried out of the deployed stent. Flow assessment of rca shows flow being restored at the lesion site in full capacity. A review of the media provided could not identify the alleged stent damage as the only stent visible in the images provided was deployed at the lesion site without any issues.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 38 x 4.00mm promus premier drug-eluting stent was advanced for treatment through an unknown guide catheter. However, while manipulating the stent inside the guide catheter, stent struts were broken. The device was removed and no patient complications were reported.